Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a nc euphora rx ptca balloon catheter to treat a moderately tortuous, severely calcified lesion located in the mid circumflex (cx) artery. The device was inspected with no issues. Negative prep was performed without issue. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device and excessive force was not used. It was reported that on the first inflation to 8 atm that a balloon burst occurred. The patient was reported to be alive with no injury.

Manufacturer narrative:
No difficulties were noted when removing the device protective sheath or stylette prior to use. The device was not moved or repositioned in the lesion prior to the burst. Another nc euphora was used to complete the procedure. If information is provided in the future, a supplemental report will be issued.